Event description:
One documented and two undocumented incidences of female connector cracking reported. The set was in use on a pt in the neonatal intensive care unit. Total parenteral nutrition was infusing at 2.8cc/hr and lipids at 0.2cc/hr via the rpessure monitoring set through a "sigma 6000 flush smith and nephew" pump. The set cracked where the intravenous connects to the hub of the set at the squeeze flush. The product split enough so that blood backed up into the catheter and, with flushing, a leak was noted on the linen. The crack caused a decrease of infusion of total parenteral nutrition to the pt because of the leak. The decreased infusion caused the baby's blood sugar to drop to 32 and 36mg/dl at 4:00pm without symptoms. The set was changed, and when infusion was restarted, the baby's blood sugar increased to 65 at 5:30pm without other treatment. No permanent pt harm reported.